Manufacturer narrative:
Expiration date: 12/2020. Manufacturing date: 12/2015. Based on the available information, this event is deemed to be a reportable malfunction. Based on information provided, there is no patient harm in this case. After review of the returned unused product sample, a discrepancy was found. Visual examination found that the product inside the pouch was not corresponding with the product printed on the pouch label. This warrants further action and a non-conformance, has been opened. This complaint will remain open until completion of non-conformance. Note: this complaint issue is associated with nine (B)(4) separate cases. A separate 3500a forms have been completed for the other cases. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that upon opening a 10fg pediatric foley silicone catheter, the staff noticed that it was a 14fg adult foley silicone catheter inside the packaging. The device was not used on a patient.